Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 8 cm and 9 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that they had removed a PICC from a patient yesterday. They stated that they were in the ed the day prior, after feeling a pop in the line and patient reports feeling fluid inside her arm. Line was intact upon removal but there is an obvious hole that is almost severing the line between the 8cm and 9 cm marks. This happened as patient was flushing the line, they went to the ed and were told it flushes fine, they would be ok until appt tomorrow (9/8). Only saline was flushed after pop. To my knowledge, no line was retained within the patient. Insertion note states 38cm, and 38cm was removed. Patient was on daptomycin for treatment when this occurred. There was a statlock in place as well as a tegaderm.

Event description:
It was reported by the customer that they had removed a PICC from a patient yesterday. They stated that they were in the ed the day prior, after feeling a pop in the line and patient reports feeling fluid inside her arm. Line was intact upon removal but there is an obvious hole that is almost severing the line between the 8cm and 9 cm marks. This happened as patient was flushing the line, they went to the ed and were told it flushes fine, they would be ok until appt tomorrow (9/8). Only saline was flushed after pop. To my knowledge, no line was retained within the patient. Insertion note states 38cm, and 38cm was removed. Patient was on daptomycin for treatment when this occurred. There was a statlock in place as well as a tegaderm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.